Event description:
It was reported that the patient with this implantable cardioverter defibrillators (ICD) device experienced ventricular fibrillation (vf) and undersensing on the right atrial (ra) channel. Technical services stated that it looked like vf and the device was sensing appropriately. There was a change in morphology which could be due to blanking period. The device did successfully convert the vf with six energy shocks. Boston scientific representative stated that the plan is to continue monitoring. This device remains in service. No adverse patient effects were reported.